Event description:
Information received with return of the explanted device notes "runaway in atrium". The patient's clinical status was addressed as complete a-v block and sick sinus syndrome.~~~~~~~~~